Event description:
It was additionally reported that hemolysis was not confirmed. A transesophageal echocardiogram (tee) was performed, which showed no change from the patients previous tees. The hemolysis later resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log file contained events from 21jun2025 through 26jun2025. No notable events or alarms associated with the pump were captured. The pump appeared to function as intended throughout the duration of the log file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU)and the heartmate ii patient handbook are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also provides information regarding the recommended anticoagulation therapy and international normalized ration (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a rise in lactate dehydrogenase (ldh). Log file review was requested which revealed that power and flow were showing a slight downward trend. There were no other unusual events recorded in the log file event history. The mechanical circulatory support equipment appeared to be operating as intended. The reason for the rise in ldh was potentially due to hemolysis from the high pump speed, as it was noted that the ldh was trending downward. A transesophageal echocardiogram was performed. Heparin was administered via continues infusion to treat the event, the patient was noted to be remaining on asprin. The reason for the power and flow trending down was not determined. The patient was noted to not have any symptoms related to this event. The patient was noted to be currently admitted to the hospital due to other medical aliments.